Event description:
The customer observed falsely elevated architect anti-hbs results for numerous patients. The customer stated that recently samples that were >10 miu/ml, which is considered positive by the customer, are nonreactive when tested with immunochromatography. There were no specific patient data provided by the customer. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Using worldwide field data, the historical performance of the reagent was evaluated and the patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Manufacturing documentation for the likely cause list number was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect anti-hbs, lot number 47064fn00, was identified.section d4 - expiration date updated from 02/19/2024 to 02/09/2024.

Event description:
The customer observed falsely elevated architect anti-hbs results for numerous patients. The customer stated that recently samples that were >10 miu/ml, which is considered positive by the customer, are nonreactive when tested with immunochromatography. There were no specific patient data provided by the customer. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07c18-29, that has a similar product distributed in the us, list number 01l82.